Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that the patient is being considered for a revision for reasons unknown at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of x-ray review report from mmi states that there is increased spacing of the medial and lateral compartment, nonspecific, but can be related to positioning or joint fluid. There was no suggestion of poly wear radiographically. Fit and alignment appear within normal limits. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined for reported issue for revision due to instability and wear. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs reviewed indicated that there is small joint effusion and evidence of polyethylene wearing radiographically. Concomitant medical products: bmet arcom ap patella 37mm, catalog #: 11-150824, lot #: 741652; trac 65mm ana ps fem rt ilok, catalog #: 150302 lot #: 527140; trac 79mm tibial plate, catalog #: 150139, lot #: 758160.

Event description:
It was further reported the future revision procedure is due to the patient experiencing instability and polyethylene wear.